Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, 3.5 ebu guide catheter and an asahi guide wire to access the lesion. The asahi guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed atherectomy, but follow-up angiography revealed a perforation. The physician deployed a stent across the perforation and post-dilated the stent to resolve the perforation. Additional intervention was then performed in the circumflex artery and left main artery. The patient status remained stable throughout the procedure.